Event description:
It was reported that the asymptomatic patient presented to clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device software was downloaded, which restored normal device function. Shortly after the download was performed, the device reverted back to backup vvi operation and the patient complained of experiencing diaphragmatic stimulation. The device was successfully explanted and replaced .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the incorrect version of the pulse generators software had been downloaded to the device which resulted in the reported backup operation. The correct version of the device software was downloaded in the analysis lab and was tested; the device exhibited normal characteristics.